Event description:
It was reported that the patient¿s implant was at their tailbone and it should have been ¿more to the left of it.¿ it was noted, the implant had been moving around for 2 years prior to time of report. It was further noted that a larger implant was at the location prior to their newer implant. It was noted, the patient had difficulty recharging since their implant was at their tailbone.

Manufacturer narrative:
Information in this event was previously reported in the related manufacturer¿s report 3004209178-2013-20089 which will no longer be used; all new information for this event will be reported under the report number of this report.

Manufacturer narrative:
Product ID 399945, lot# j0537673v, implanted: 2005 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 748940, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748940, serial# (B)(4), implanted: 2005 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient could charge the ins but could not use it. The patient wanted the statement corrected that they could charge the ins but not use the stimulation versus what was previously reported that the patient was still able to use the stimulation with the broken lead. The patient stated that it was incorrect and they could not use the stimulation at all. The patient reported that the health care professional (hcp) could not put the wires in epidurally and had to have a neurosurgeon open a space and place the wires on (B)(6) 2005 when they had a surgical lead revision. The patient wanted the wires tied off/clamped and just the ins removed. The patient repeated that they thought the pocket was too big for the device and the new device was much smaller. The more it moved around it enlarged the pocket and caused the issues reported previously. The patient reviewed that they had to have ortho surgeries that were unrelated to the pump or therapy that were priority and did not have time to deal with working on an ins elective removal but now was able to start looking into it. The patient stated that they were very happy with the ins and did not need the device at this point. They were happy to have to have it all the time when they were using it. A locator listing was provided as the managing hcp and surgeon had moved out of the area. A manufacturer representative was reached out to and provided hcp suggestions in the area that the patient was looking for. The patient stated that they already knew a lot of hcps but wanted to inquire about locator listings to electively have the ins stimulation device taken out, but not the leads.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that two months after implant, one lead went out and the healthcare provider (hcp) had to go in and tried to fix the lead. The pocket was so big it moved around and then a couple months the other lead went out. It was hard to recharge, the patient had to lay down on the ins to get it to recharge. Then, the leads broke about a year prior to the report. They did an xray. The patient thought the leads broke because it was implanted low in the hip in a large pocket. The manufacturer representative and healthcare provider (hcp) could feel the leads were not right. The patient was able to charge the implantable neurostimulator (ins) but couldn't get any stimulation. There was a bar coming out from the implantable neurostimulator (ins) that was digging into the patient and hurting. This started happening about 8 months prior to the report. The patient was on new pain medication and that seemed to help. The patient was wondering if a surgeon could take out the patient's implantable neurostimulator (ins) and leads. The patient mentioned she was on tranquilizers. The patient had scoliosis from arthritis. The patient wondered if there was any monetary value regarding the ins. The patient had 10 years of great relief. The patient was going to talk to an hcp to see if the device could be removed. If additional information is received, a follow-up report will be sent. Please reference manufacturing site ID #3004209178-2013-15214 for information pertaining to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported her lead wires broke 2 years ago and the patient was still able to use the stimulator with the broken lead. The pocket used for the implantable neurostimulator (ins) was too big. When the patient had the implantable neurostimulator (ins) placed in (B)(6) 2009, she had to have a revision in (B)(6) 2010 because the ins was moving all over the place in the pocket. The patient's current ins was tearing up the muscle in the pocket since 2 years ago and was causing the patient pain. There was a metal bar connected to the device and lead that was causing the patient pain for the past 2 years, but she did not know what it was. The patient wanted to consult with a surgeon about explant as no one had looked at her ins or leads to determine if she could have the entire system removed. At the time of the report, the patient was looking for a surgeon to take out the ins.